Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following intraocular lens (iol) implantation, the patient complained that the near vision and intermediate vision was too blurry. The patient could not do computer work or read. The lens was removed and replaced with a monofocal lens in a secondary procedure. Mechanical complication of interocular lens was cited as clinical reason for explant. Additional information has been requested.